Event description:
It was reported that patient underwent a comprehensive reverse shoulder procedure on (B)(6) 2015. During the procedure, it was noticed that the screwdriver head was worn away and did not function as intended. The comprehensive baseplate reamer was used in place of the screwdriver, however, it was too blunt to properly ream the glenoid. No other instrument could be used except this reamer, therefore the surgeon had to put in the implant as is.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-02295 and 02302).

Event description:
It was reported that patient underwent a comprehensive reverse shoulder procedure on (B)(6) 2015. During the procedure, it was noticed that the screwdriver head was worn away and did not function as intended. The comprehensive baseplate reamer was used in place of the screwdriver, however, it was too blunt to properly ream the glenoid. No other instrument could be used except this reamer, therefore the surgeon had to put in the implant as is. This resulted in a delay of thirty minutes.

Manufacturer narrative:
Event description - a delay of thirty minutes occurred during the procedure.